Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set occluded. The following information was provided by the initial reporter with the verbatim: when hanging new IV fluid and lines, I was unable to flush the bifuse from either port. I removed the nads and still unable to flush. Psr (B)(4).

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. No product or photo was returned by the customer. It was reported by customer that when hanging new IV fluid and lines, they were unable to flush the bifuse from either port. The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10794983, lot number 22119155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.